Manufacturer narrative:
It was reported that they need to remove the wheel to fit the transport chair in the vehicle. Stated that when they were taking the transport chair out of the trunk to put the wheel back on they noticed that one of the wing nuts for the front wheel was lost. Stated that it must have came loose and fell off and they were unsuccessful at locating it. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This medical device report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 cfr part 803. The information included in this MDR reflects the information reasonably known to the manufacturer at the time of this retrospective review and submission.

Event description:
It was reported that they need to remove the wheel to fit the transport chair in the vehicle. Stated that when they were taking the transport chair out of the trunk to put the wheel back on they noticed that one of the wing nuts for the front wheel was lost. Stated that it must have came loose and fell off and they were unsuccessful at locating it.